Event description:
On (B)(6) 2025, the user requested assistance performing a supply change and was guided through the rewind step, which was completed successfully. The highest blood glucose (bg) recorded was 320 mg/dl after dinner. The agent advised that once the supply change was complete, the ilet would deliver corrective insulin. Blood glucose (bg) was corrected by completing the supply change and resuming insulin delivery. No symptoms, outside assistance, or medical intervention were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.